Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue first occurred on (B)(6) 2015. The patient manages his diabetes with"glimeride and actose" and continued to take his usual dose of medication in response to the alleged issue. The patient reported that on (B)(6) 2015 he visited an emergency room (ER) where he had his blood glucose tested on an ER meter which gave a result of "330mg/dl" and he was treated with "insulin and IV fluids". The patient reported that "two months" after the alleged issue occurred he developed a symptom of "sore toes". During troubleshooting the cca noted that there was no apparent misuse of the device and that the meter would not power on when prompted by pressing the power button or by inserting a correct test strip. The issue remained unresolved after training. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional for a hyperglycemic event, after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.